Event description:
A (B)(6) female pt contacted zoll customer support to report an unrelated issue with her electrode belt. Upon service investigation it was discovered that the locking nut on the electrode belt's trunk cable connector was missing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which prevented the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.